Manufacturer narrative:
H3: product analysis pli# 10 product ID# 97715 the implantable neurostimulator (ins) passed functional testing with no significant anomalies identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was implanted with an implantable neurostimulator (ins). He reason for call was caller stated they were in an ins replacement case and upon implanting the new 97715, hcp was able to torque down the screw for the 0-7 port, but when they attempted to torque down the screw for the 8-15 port, it didn't click/wasn't tightening. Caller stated hcp tried another torque wrench with the same result and indicated that it didn't seem like the wrench was engaging with the screw. Technical services (tss) asked if the setscrew had been backed out at all and caller indicated it hadn't. Troubleshooting was not required. The issue was not resolved through troubleshooting. While on the call, hcp was playing with the screw and with wrench at an angle, they were able to get the wrench to click once but they didn't feel comfortable using the ins. Caller and tss discussed using a different ins. On 2024-jan-17 additional information was received from the rep. The rep reported patient and device information. The reason the screw could not be tightened is unknown. The rep reported the case took place on (B)(6). The hcp was easily able to screw down the 0-7 slot with an audible click with the tightening. When the hcp went to screw down the 8-15 slot, there was not sound. They tried to pull on the lead and it immediately slipped out. Hcp kept trying this multiple times. Tech services was called. While waiting for the line to be answered the rep and hcp tried a different wrench ¿ was the same outcome. They were not able to tighten the lead appropriately and secure placement into the battery. Tech recommended trying to ¿back the screw out¿ the hcp reported not being able to engage with the screw. A different ins was used to resolve the issue. The device will be returned.